Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. Other: product not expected.

Event description:
During a hydro thermablation procedure, according to the complainant, approximately four to five minutes into the procedure, including the three-minute safety phase, it appeared fluid leaked into the vaginal cavity. Follow up information received from the physician, indicated that the patient's cervix was very loose, although a tenaculum stabilizer was used. Although there was no visible burns, the physician believed the patient was burned. The procedure was completed with a different device and the patient did not experience any discomfort after the case ended. No further treatment was required. The patient's condition was reported to be "fine at this time".